Manufacturer narrative:
Results: the manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment for a descending thoracic aneurysm with a conformable gore tag thoracic endoprosthesis, with access through the right external iliac artery. Later that day, the patient was found to have an embolization into the left common femoral and popliteal arteries blocking blood flow. The physician performed an embolectomy, and blood flow was restored. The patient tolerated the procedure with no further complications. The cause of the embolization was unknown.